Event description:
It was reported that the patient had a device check in the clinic, which indicated fourteen months of battery life remaining. The patient was admitted to the emergency room the following day with symptoms of low heart rate and lightheadedness. The device would not interrogate and no magnet rate was observed. Rapid battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 x 2 implantable pacing leads 2003-(B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.